Event description:
It was reported that an applicator deployment occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient removed a dexcom g7 sensor from his arm and noticed that the sensor wire was missing from the pod. Concerned that the wire may have remained under the skin, the patient went to the emergency room (ER) for evaluation. Following a clinical examination, including both x-ray and ultrasound imaging, the physician confirmed that no sensor wire was retained in the patient¿s arm. Upon closer inspection of the sensor applicator, it was discovered that the sensor wire was looped around the hole of the g7 wearable, confirming it had not entered the skin. As a precautionary measure, the patient was prescribed sulfamethoxazole to prevent potential infection. The duration of the ER visit was not specified, but the patient was reported to be ¿fine¿ at the time of documentation. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.